Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain a record of the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Dueing the attempted intubation the cuff would not stay inflated.the tube was removed and replaced. There was no patient harm.